Event description:
This lead was implanted on (B)(6) 2007 and was capped and replaced on (B)(6) 2013. The physician was dr. (B)(6). A call to technical services on 1/24/2013 4:52:57 pm states that noise and oversensing (causing inappropriate mode switches) noted on this ra lead since general change on (B)(6) 2013. Lead impedances stable, but md initially suspected set screw issue. Surgical intervention was performed on (B)(6) 2013. Connections were fine, observed that the pin was fully inserted into the connector block and there were no questions related to connection. Md felt crack on ra lead insulation. Noise was reproduced with isometrics. Md opted to cap mdt ra lead. A new ra lead was then implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).